Manufacturer narrative:
During inspection and testing, service confirmed that the forceps elevator wire was completely cut off. The bending section cover (a-rubber) was dirty. The connecting tube had a wrinkle. The color ring had a crack. The bending angles in all directions (left/right/up/down) were out of specification due to wear of the angle wires. There was play in the up/down and right/left knobs, due to wear of the angle wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use, prior to an unspecified procedure, the k-wire [forceps elevator wire] was observed to be broken. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Clarification was received stating that the broken k-wire was found during reprocessing and no patient or procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the event reported by the customer. Section b5 has been updated accordingly. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to the forceps base could not be identified and a definitive root cause of the issue could not be determined, however, due to the damaged k-wire, it is likely that the device was not properly reprocessed. The event can be detected/prevented by following the instructions for use sections below: ¿operation manual chapter 3 - preparation and inspection inspection of the forces elevator mechanism¿. ¿endoscope reprocessing manual chapter 3 - cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet". Olympus will continue to monitor field performance for this device.